Event description:
It was reported that pump battery discharged too quickly and customer provided no blood glucose information. There was no reported impact to the customer¿s blood glucose level. History log could not be accessed because battery was not sufficiently charged, and a replacement pump was arranged.